Manufacturer narrative:
The insulin pump received with damaged cow catcher corners. The insulin pump passed functional testings.

Event description:
The customer initially called to check on the status of a sensor that was being replaced. During the call, the customer stated that he has been having discrepancies between the blood glucose and sensor glucose readings, and because of this he has been hospitalized three times for diabetic ketoacidosis. The customer stated that his glucometer read 292 mg/dl, but his sensor read 92 mg/dl. The customer stated that he was calibrating no more than twice a day. Advised to calibrate three to four times a day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.